Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharger was unable to power up and the screen flashes, goes white and then blank. A replacement was sent. Further information received from the consumer reported that she got the replacement recharger and it was still not charging. There was no connection with the programmer or recharger and it had been four weeks since she had charged. Additional information received from the healthcare professional reported that the cause of the overdischarge was not determined and it was unknown what troubleshooting was performed. It was noted that the patient had an office visit on (B)(6) 2016 and surgery was recommended to replace the battery pack due to the failure of the spinal implant. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.